Event description:
There was an allegation of questionable false-positive elecsys hiv duo results from the cobas e 801 analytical unit. The customer suspected interference due to the presence of anti-streptavidin or ruthenium antibodies in the sample. The patient was repeatedly positive in the hivduo assay. On (B)(6) 2026, the result was 9.17 coi. The confirmatory (western blot) was negative. The viral load was undetectable. Rapid immunochromatography was negative.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was(B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Manufacturer narrative:
Testing of the received patient sample confirmed the reactivity with the elecsys hiv duo assay. Further experimental analysis revealed that the sample¿s reactivity was limited to a single hiv-specific antigen. As genuine hiv-positive samples typically show reactivity against multiple antigens, the profile of the results is consistent with the customer's results being false positives. Per product labeling for the assay, false reactive results may occur in elecsys hiv duo assay as the specificity is < 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation determiend that the elecsys hiv duo assay performed within specification.